Event description:
It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device or lead related. The cause of death was unknown. No additional information was reported.

Manufacturer narrative:
The reported event was patient death. As received, only the connector portion of the lead was returned for analysis. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
New information received indicates that there are no allegations from the health care professional that would indicate that the death was device or lead related.